Event description:
The device was returned for a screen related failure. When connected to a charging bracket the battery led would illuminate, but the unit would not power on. Internal investigation found physical damage to the pump, where the lcd backlight connector was broken off as well as a capacitor. There was also damage to the rear housing as well as the screw mounts of the lcd. The handle has a broken screw mount as well.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "screen will not turn on. Replaced batteries and everything is green just will not display anything. Patient harm: no". A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.